Manufacturer narrative:
Additional information was provided in sections: b2 and h11. Upon further review of new information received for this event it was confirmed that there was no issue with the opthalmic operating system. The reported event under mfg report number 2028159-2025-01288 does not meet criteria for reporting as per applicable regulation. Furthermore, the reporter confirmed that issue was solely related to the probe within the surgical procedure pack. All additional reports for the probe will be submitted under mfg report num. 1644019-2025-03454. No further reports will be submitted under mfg report number 2028159-2025-01288. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that the vacuum/aspiration and cutter were not working normally during the vitrectomy (pars plana vitrectomy) surgery. The surgery completed on the same day by changing the pack. There was no patient impact.